Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup. Similar complaints have been identified for the bhr head and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Without the implantation and pre-revision x-rays, the initial implant anatomical placement and extent of femoral component subsidence cannot be determined and cannot be ruled out as a contributory factor to the reported black stained tissue and soft tissue mass noted intraoperatively. Additionally, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported adverse tissue reaction and reported metallosis, and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a right bhr construct was implanted 0n (B)(6) 2006 plaintiff experienced severe pain, disability, shortening of his leg was noted and evidence of loosening of the component based on radiographic findings. A revision surgery was performed on (B)(6) 2017 to treat these adverse events. During surgery a pseudotumor consistent with metallosis and cement debris was found, the femoral head was loose, and collapse of the femoral component was consistent with osteonecrosis. Both the bhr head and cup were explanted and the hip was revised to a tha. Plaintiff outcome is unknown.

Event description:
It was reported that bilateral hip revision surgery (this side right) was performed due to pseudotumor.